Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not provided. Section h4: device manufacturing date details was not provided. Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc190-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of a bc190-05 flexitrunk nasal tubing was torn while being disconnected from the circuit. Conclusion: without the subject device being returned for evaluation, we are unable to confirm and determine the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc190-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" - ""use patient oxygen monitoring"" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc190-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in new york has reported via a fisher & paykel healthcare (f&p) field representative that the bc190-05 flexitrunk nasal tubing 50mm torn while being disconnected from the circuit. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new york has reported via a fisher & paykel healthcare (f&p) field representative that the bc190-05 flexitrunk nasal tubing 50mm torn while being disconnected from the circuit. There were no reported patient consequences.